Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1624c156e, serial/lot #: (B)(4), ubd: 11-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of an unknown sized abdominal aortic aneurysm. It was reported by the patient through technical services, that they have been diagnosed with an unknown type endoleak which had not received any treatment as yet. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.